Event description:
Alleged issue: when the sample was placed into the patient, the balloon burst. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A sample has been received by the manufacturer, but the investigation has not been completed at time of this report. The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. The manufacturer will continue to monitor and trend related complaints.